Manufacturer narrative:
The hydrus microstent remains in situ and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history record cannot be conducted. Additional information has been requested and a supplemental report will be filed if new information is received. Elevated iop is listed in the device labeling as a potential adverse event. This report is being filed for the hydrus microstent that was implanted in the patient's left eye. Refer to MDR #3016075957-2021-00042 for the report involving the patient's right eye. (B)(4).

Event description:
Ivantis received an inquiry through the website from a patient with a 15-year history of glaucoma treated with daily eyedrops. She reported having hydrus microstent implantation performed at a private hospital in the left eye on (B)(6) 2021. Thereafter, she had laser treatments to "bring [the] iris out further" and was subsequently told she had "healed too well & grew a covering over [the] stent." Iop at last examination was 29mmhg a beta-blocker/prostaglandin-analog combination iop-lowering medication, which the patient noted as higher than in the past (although baseline iop and medications are unknown at this time). She expressed being "upset & depressed" that her iop was not lower and reported headaches and dry eyes. The patient plans to return to her original ophthalmologist for another opinion. The event details, type of glaucoma treated, glaucoma medication history, and impact to the patient are not known at this time.